Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon the completion of the plant's investigation.

Event description:
It was reported by the patient contact during a call to technical services that the patient drained out 5,132 ml in drain 1 of treatment. The reported large drain of 5,132 ml was 233% of the expected drain volume of 2200 ml, which resulted in a reportable device malfunction. Further information has been solicited but not received. No adverse event reported at this time.

Manufacturer narrative:
Additional information: an external, visual inspection of the returned cycler exterior showed no signs of any physical damage. The heater tray/scale was not obstructed. Two simulated treatments were performed and completed without any alarms or problems occurring. The complaint symptom of increased intraperitoneal volume (iipv) was not reproduced during testing. A simulated treatment was performed in which the amount of fluid delivered to a pseudo patient bag during each fill phase was weighed. The weighed fluid volumes were compared against the programmed fill value, and the weighed volumes for each fill phase were determined to be within expected tolerance for the liberty cycler. The valve actuation test passed. The system air leak test passed. The patient sensor calibration check passed. The load cell value and verification was within tolerance. There were no internal, visual discrepancies found in the inspection of the received cycler unit. Additionally, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification.